Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Products from different manufacturers were implanted during the procedure,although it is unknown which product contributed to reported event,we are filing this MDR for notification purposes only.

Event description:
It was reported that a patient underwent psf at th10-l2 levels for th12 compression fracture. Post op, symptom of infection was observed. Ha block was inserted at th12 to do fixation, but symptom of infection was observed, so the implants was removed in revision surgery on (B)(6) 2015.